Event description:
The patient's pump was returned to the manufacturer after 86 months implant duration, due to suspected battery depletion. The drug used in the pump is lioresal. No troubleshooting was performed and the hcp reported there was no adverse event for the patient.

Manufacturer narrative:
Final device analysis results reveal - motor gear shaft wear.